Manufacturer narrative:
Product analysis the full lead was returned and analyzed. Analysis indicated that the distal end/electrodes of the lead were bent. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. After looking at the fluoroscopy, the lead appeared bent at the distal coil/tip area and was removed and replaced. No patient complications have been reported as a result of this event.